Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server crashed multiple times and did not restart automatically. A technical support specialist found that the issue was due to stations disconnecting from the network rather than the server crashing. Hospital information technology staff were engaged to correct inconsistencies in the device network configurations and enable dynamic host configuration protocol on the stations. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server crashed multiple times. Customer stated that after upgrading to version 1.11, there were multiple instances where the interface was interrupted for hours. Servers were set to require manual restarts when they should have restarted automatically but failed to restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server crashed multiple times. Customer stated that after upgrading to version 1.11, there were multiple instances where the interface was interrupted for hours. Servers were set to require manual restarts when they should have restarted automatically but failed to restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.